Event description:
Reporter is the wife of the consumer who recently purchased a bottle of renu approx two weeks ago and developed "blood-shot" eyes. They weren't aware of the recall at the time of purchase. Consumer had discontinued wearing contacts and has resorted to wearing his eyeglasses. The've stopped using solution, have taken pictures of the eyes and are awaiting a dr appointment tomorrow. Reporter unsure where renu was purchased.